Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 40 - 50 (mg/dl) around 9 p.m. Each night. Reportedly, the customer believes the low to be due to the transition from long acting insulin to the pump. To treat the low bg level, the customer consumed juice and nuts. It was confirmed that the customer would consult with health care provider regarding adjusting the settings on the pump should the pattern continue.